Manufacturer narrative:
(B) (4). This report is submitted late due to a delay by a MFR employee. Training is in place. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pt had a catheter revision due to inadequate dye study flow. Reason for dye study not provided. The surgeon elected to replace the pump as well since eri (elective replacement indicator) was 36 months.